Manufacturer narrative:
The insulin reagent lot number and expiration date were not provided. The customer also reported calibration issues for the particular measuring cell. The investigation is ongoing.

Event description:
There was an allegation of questionable insulin and other assay results from the cobas 6000 e601 module. One example of discrepant results was provided: the initial result was 5.88. The repeat result on (B)(6) 2025 was 18, on another measuring cell of the same instrument. The unit of measurement was requested, but not provided.

Manufacturer narrative:
The calibration and qc were reported out of specification after the issue. The unit of measurement was provided as uu/ml. A field service engineer (fse) replaced the measuring cells, and the analyzer is working according to specifications after the execution of the incomplete maintenance by the fse. The investigation determined that the root cause was related to the execution of maintenance.

Manufacturer narrative:
The unit of measurement for the results reported is uu/ml.